Event description:
Customer reported that the software was recommending shifts that would place the patient 3 cm off from where it should have been. Rotational threshold warnings from the software went off alerting of this discrepancy. No mistreatment to a patient was done as a result of this.

Manufacturer narrative:
The operator had the isocenter distance set 1.5 cm from the markers. The markers were colinear when they are supposed to be triangular. The software was set to "rotation and translation" mode. If the target point is not in the same anatomy (organ) as the markers, it may move differently than the marker does and recommend shifts which do not match what the clinician expects. This was compounded by the colinearity of the marker placement. Switching the software to "translation only" modality allowed the software to correctly calculate a recommended shift. A notification letter was generated and mailed out to all users on 4/14/06 to help users understand which modality to utilize for optimal treatment calculations.